Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor failure alert occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined for the sensor failure allegation as it was not found. The probable cause for the loss of connection could not be determined. The reported issue of a sensor failure alert is reportable based on the finding of a loss of connection for over 3 hours. No injury or medical intervention was reported.